Event description:
A malfunction was reported on the pump, identified by code malf 13, although no notable events occurred prior to the issue. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. The customer performed a pump reset, reconnected to the cgm session, and resumed insulin deliveries. Technical support will replace the pump, but the customer declined an out-of-warranty loaner pump and required no further action.